Manufacturer narrative:
Initial trend analysis for lot 52396 was conducted and no malfunctions were found. A blockage of 100 pieces of reserved lot samples were tested and reviewed including the assembly process and no abnormalities were detected.

Event description:
End user is reporting a partial blockage from her pen needles while using a levemir insulin pen. End user reports using multiple pen needles to receive full insulin dosage.